Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had fell into a river with the insulin pump connected to the body. The customer stated the insulin pump was working fine but then they started getting unexpected restart alarms. The customer¿s blood glucose level was 169 mg/dl. Troubleshooting was performed. The customer reported that the insulin pump¿s display was blank. The customer inserted a new battery and the display returned. The customer received another unexpected restart alarm. The unexpected restart alarm was recurring during normal pump use. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.